Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received no delivery alarm after multiple set changes and had experienced high blood glucose. The customer's blood glucose was 473 mg/dl. The customer stated there was an error and she called and was told everything was fine pump is still giving the error and not giving the insulin the message is insulin flow block. The customer declined troubleshoot for high blood glucose. The customer was advised to monitor pump. The insulin pump will not be returned for analysis.